Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple temperature alarms. Additionally, it was reported that multiple intermittent malfunction alarms and an unexpected shutdown occurred. Customer¿s blood glucose level ranged between 145-170 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed.